Event description:
Patient arrived to or for laparoscopic appendectomy. Prior to procedure ordered by doctor to place foley catheter. Foley catheter placed with 10 cc of ns. Surgery went well no complications. Ordered to remove foley at end of case. When trying to draw back the 10 cc of normal saline, only 2 cc withdrew. Tried using different 10 cc syringes and nothing worked. Multiple attempts from anesthesia, surgery and nursing. Finally urology consulted. Attempted to irrigate and remove catheter but catheter did not come out. After using some guide wires through the balloon port and exhausting all other non-invasive techniques cystoscopy was performed after time out with the surgery (both trauma and urology) anesthesia and nursing. Urology able to deflate balloon and remove foley. Foley brought to front desk for further evaluation.